Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no airflow when the device was powered on. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
E:(B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital had the turbine replaced, and the issue was resolved. The device was returned to service. No further details were provided regarding the event.